Manufacturer narrative:
This follow-up MDR is to give an update on the investigation findings by creganna medical in relation to this event as follows: a review of the manufacturing documentation for lot# 246447r and all of its subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub assembly routers did not highlight any anomalies. A similar complaint review was completed for lot 246447r. This review concluded that four further complaints (lot-pc15-050, lot-pc16-052, lot-pc17-017 and lot-pc17-019) were opened specific to lot 246447r where a similar as reported event was reported however vessel dissection is an anticipated procedural complication and is due to a known physiological effect of the procedure as noted within the instructions for use. Vessel dissection is a common 'as reported' classification. All complaints mentioned above relate to product used in reprise clinical trials which assesses patients with calcific, severe aortic stenosis therefore there is no requirement for any further action in relation to this trend. A ship history review was completed and found that (B)(4) units from the lot# 246447r were shipped to (B)(6) on 19-feb -2015. From the information available, there is no evidence present to indicate that the device was not used per the directions for use/product label. The device was not returned to the manufacturing site therefore a technical analysis could not be completed based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. The device was not returned for review. Damage to the vessel is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. We will continue to monitor occurrence rates per the risk documentation. Based on the device review and the event description for this complaint, the root cause classification assigned to this complaint is 'anticipated procedural complication'. 'An anticipated procedural complication ' is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling'. Based on the above conclusion there is no need to escalate this complaint any further. Not returned to manufacturer.

Event description:
Initial complaint description received is as follows: 'reprise iii 0163r3002 (spiral dissection of left common iliac). Event(s) description:vascular access took over 90 min due to a spiral direction of left common iliac with cannulation. Time required to find true lumen. Repair at end of valve implant.'

Manufacturer narrative:
Not returned to manufacturer.

Event description:
Reprise iii 0163r3002 (spiral dissection of left common iliac). Event(s) description: vascular access took over 90 min due to a spiral direction of left common iliac with cannulation. Time required to find true lumen. Repair at end of valve implant.